Manufacturer narrative:
(B)(4).

Event description:
It was reported "battery not charging. Pump had "powered down" immediately after they hadunplugged it from the wall. They plugged it back in and resumed pumping within 1 minute". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Event description:
It was reported "battery not charging. Pump had "powered down" immediately after they had unplugged it from the wall. They plugged it back in and resumed pumping within 1 minute". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). Returned for investigation was a battery. The sample was returned in a brown cardboard shipping box with protective packaging. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.0 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 100 minutes when running on battery power. The iabp alarmed "less than 10 minutes remaining" after approximately 112 minutes when running on battery power. The iabp alarmed "less than 5 minutes remaining" after approximately 118 minutes when running on battery power. The total battery runtime was approximately 127 minutes. The pump passed the battery load test. Note: per opera-tor's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "battery not charging" is not confirmed. The returned battery passed vis-ual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.